Event description:
It was reported that the patient¿s r-wave have been variable with the right ventricular (rv) lead. It was also reported that there have been periods in the past where t-wave oversensing (twos) was an issue. It was recommended to perform a chest x-ray to identify too much or too little slack in the rv lead. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: d164awg implantable pacemaker cardio/defib (B)(6) 2010; 4076 implantable pacing lead (B)(6) 2010. (B)(4).